Event description:
The pt reported that the keypad was not responding. The buttons were not sticking but when trying to reboot the pump, the pt observed the screen to be flashing and was not able to confirm verification screen. The reporter denies damage to the keypad or exposure to cleaning products and moisture. The buttons did spring and click back normally.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "ok" "up" and "down" keypad buttons were unresponsive to user inputs. The keypad was removed and there was no evidence of damage to the key contacts.